Event description:
It was reported that follow up x-ray post-implant showed the patient's aveir leadless pacemaker (lp) had dislodged and traveled to the right iliac vein. It was suggested that the dislodgement may have been caused by tricuspid regurgitation. The lp was retrieved and replaced. The patient was stable.